Event description:
Reference number (B)(4) event occurred in brazil the patient reported that eight catheter units from two different boxes had integrity issues, prior to insertion on (B)(6) 2026. No further information available.